Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to pelvic organ prolapsed, stress urinary incontinence, and menopausal ovary. Following insertion the patient experienced pain, erosion, infection, bowel problems, organ perforation, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent excision of mesh on (B)(6) 2007 due to small bowel obstruction with strangulation. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.